Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported severe headache and blurred vision could not conclusively be established through this evaluation. Review of the submitted log file which contained data from (B)(6) 2017 at 07:34:21 through (B)(6) 2017 at 12:24:51 revealed no hazard alarms. The pump appeared to function as intended. Neurologic dysfunction is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with severe headache and blurred vision. A representative of that manufacturer¿s technical services reviewed the submitted log files, and there were no unusual events or alarms observed. Additional information was requested but not provided.